Event description:
The customer initially reported that the product locked up several times during use and that the monopolar portion of the device stopped working. No further info was made available by the site. There was no pt injury. The incident device was returned and a portion of the silicone insulation boot was missing.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.